Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of battery depleted alarms was confirmed through event history but not duplicated in product analyst lab due to damaged batteries. The cause of the reported condition was determined to be a depleted battery. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "battery depleted." But during previous service on (B)(6) 2006, the main batteries were replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with battery depleted alarms, which interrupted delivery. This event was discovered by the facility's bio-medical personnel during review of the pump's event history. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.